Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation on his back under the therapy electrodes. The patient's nurse prescribed a benadryl spray for the patient to use. Follow-up indicated that the rash was improving after using the spray.